Event description:
The following was reported to hamilton medical ag: when the patient was using a ventilator for assisted breathing, the medical staff set the ventilation mode and parameters. After about half an hour of normal use, the ventilator safety valve suddenly tripped and failed, triggering an alarm. The ventilator was immediately stopped and other signs of the patient were closely monitored. No health consequences or impact reported.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).